Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while being applied on the cystic artery, the device only fired once and no clips were loaded after. Another device was used to complete the case. There was no patient injury.